Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they had been receiving electroconvulsive therapy since july and last month all of a sudden it was like they did not have an interstim therapy at all. The patient stated they needed to pee and 2 seconds later they were peeing whether they were over there or not. The agent reviewed how to increase amplitude per the patient's request and the patient indicated they increased as high as they could comfortably go. The agent recommended the patient monitor symptoms and follow up with their managing physician. The agent reviewed risks of electrocautery and emailed physician listings.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.